Event description:
Based on the report, the product was returned as an implant failure because of insufficient bone volume and bone density. The patient had good oral hygiene and poor bone condition. The fixture was placed with a traditional 2 stage surgery in tooth location number 13. No bone augmentation material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The implant was removed because of bone condition. The patient outcome was reported as recovered with no complications.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95 percent. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.